Manufacturer narrative:
The following elements have blank data

Event description:
There are 3 sapphire pumps that can be attached to a bar with power cables that plug into each pump for power. Problem with this is that they are a straight plug and when you lay the bar down with pumps attached the plugs get broken. The plugs should be at an angle to eliminate this problem. Manufacturer response for infusion pump, sapphire plus infusion pump (per site reporter). They will be looking into it.